Event description:
Caller reported that the tandem mobi pump battery would not charge blood glucose levels remained normal despite the occlusion alarms during bolus delivery. The customer reverted to an alternate method of insulin therapy.